Event description:
The customer returned the duodenovideoscope for annual maintenance. There was no reported patient harm or impact due to this event. During evaluation of the device at olympus, it was found the the air/water tube and cylinder, distal end, adhesive around the light guide lens, and the light guide lens had white foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In addition to the foreign material, visual inspection found the following issues: the elevator control lever had faded markings; the scope connector was corroded; the sheet holder unit was corroded due to water leakage; the distal end was corroded; the adhesive around the objective lens was discolored; the connecting tube was wrinkled; and the universal cord was discolored. The following components were scratched: hand grip; switch box; right/left directional knob; up/down direction knob; and scope cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was was confirmed that foreign matter was attached to the air/water cylinder, air/water channel, light guide lens adhesive area, and tip, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). A foreign object was confirmed inside the light guide lens, but the foreign object could not be identified. It is likely that the adhesive around the light guide lens has peeled off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.